Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Contact alleged the customer set the incorrect time when starting pump therapy. There was no reported adverse impact tot he customer's blood glucose level.